Manufacturer narrative:
Manufacturing site is blank as customer was not aware of what accu-chek device was in use.

Event description:
Customer reportedly obtained a normal result on an unk accu-chek system, which she reports normal as 110-120 mg/dl. Customer took her normal dose of 22-24 units of lantus and passed out 10 minutes later. The paramedics were called and tested customer at approximately 20 mg/dl on the professional device. An unk IV solution was administered and the customer was transported to the hospital. Upon arrival , the customer tested 16 mg/dl on the hospital device. No further treatment information reported. Requested return of suspect system, however, suspect product is unavailable for return.